Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that all the key was not sensitive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened act, down and up buttons dome switch. No unlocked j2 or lcd keypad connector noted.